Event description:
It was reported patient aspirated on the table during a drg trial on (B)(6) 2024. As a result, the case was aborted. Patient was flipped to address the issue and was recovered post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.